Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Isi followed up with the initial reporter to obtain additional information, however, no further details are available regarding the reported event. The customer cancelled the instrument exchange.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during central processing, the 8mm monopolar curved scissors (mcs) instrument had cauterization markings that could not be removed. There was no report of patient involvement.